Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during an orchiopexy procedure, it was noted that the end of the e-sep pencil had fractured. It was also reported that the broken fragments were removed from the surgical site. It was further reported that there was a four minute delay as a result of this event. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Event description:
It was reported that during an orchiopexy procedure, it was noted that the end of the e-sep pencil had fractured. It was also reported that the broken fragments were removed from the surgical site. It was further reported that there was a four minute delay as a result of this event. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.